Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 155 mg/dl. The customer stated that he was dissatisfied with medtronic because he believed that the insulin pump was poorly designed. He expressed that he felt that the insulin pumps were unreliable. He also mentioned experiencing high blood glucose levels. He stated that he had gone through 4 devices in the last 18 months when his old insulin pump had lasted for 6 years previously. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.